Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the fault could not be replicated. As the fault could not be replicated this item is being returned in received condition. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal positioning of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the alleged fault could not be replicated, and the device will be returned to the customer in said received condition. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal positioning of the skull clamp on the patient. He probable root cause of the reported complaint is improper or suboptimal positioning of the skull clamp on the patient.

Event description:
A facility reported that while performing a cervical laminectomy procedure, the patient's head slipped in the mayfield modified skull clamp (a1059), resulting in a laceration. The customer advised the slip occurred on the single pin side (not the rocker arm). At the time of the incident, the patient's head had been pinned, and the surgeon was in the process of preparing the surgical site before initiating the sterile skin preparation. The incident occurred while approximately 65 pounds of pressure was being applied. Staples were applied to the laceration and they swapped to a new skull clamp to complete the procedure. There were no reported delays in the surgery schedule.